Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4).

Event description:
It was reported in a journal article that the patient underwent cataract incision on an unknown date and suture was used. Several months later, the patient experienced unilateral giant papillary conjunctivitis following division of suture used to close a cataract incision. No additional information is available.